Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 229 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during the manual prime process. Customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. Pump had cracked case at display window corner, broken reservoir tube lip and minor scratched display window.